Manufacturer narrative:
Frozen display with constant tone alarm due to cracked reservoir tube lip and cracked battery tube threads noted.

Event description:
Customer reported that the insulin pump was returning a high pitched tone and the keypad was unresponsive. Blood glucose level was not provided. Customer did not recall any significant events leading up to the error. No further information was provided.